Event description:
It was reported that the patient had an accident where her daughter had run into her within the last six months. Ever since the accident, the patient had painful stimulation in the perineal area and at the pocket site. Yesterday, the patient's device and lead were replaced and the patient was doing fine. Subsequent information received reported that reprogramming was performed by the patient's physician before the device was removed. The patient still had painful stimulation in the perineal area and near the pocket. The impedance tests run on the device prior to removal showed greater than 4000 ohms at electrodes, c2, 02, 12, and 23. X-rays did not reveal any potential damage to the device; however, they did reveal that the patient's lead wire may have migrated slightly. After the new lead and device were implanted, the patient was now felt stimulation in the right area without pain.

Manufacturer narrative:
Analysis of the device, model #3058, serial no. (B)(4), found the device setscrew backed out too far; no significant anomalies. Analysis of the lead, model 3889-28, found the lead body conductor broken at or near tines.

Manufacturer narrative:
Product ID, 3889-28 lot# v315052 serial# implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4). Product type programmer. (B)(4).